Event description:
Ufr report received the following customer complaint: the pt was orally intubated with the 6.0 cuffed tube. The cuff appeared to be inflated but the pt was not being adequately ventilated. Air was escaping from around the tube. At this point, cuff was deflated and tube repositioned cuff re-inflated; air leak remained present. Attending notified pt was re-intubated. Attempts are being made to collect further information related to this report.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product, a full investigation cannot be carried out. The 510k cannot be determined since the product model is not available.